Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU state: impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist for use during cardiogenic shock and high risk cpi section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported the patient was on impella 5.5 support and during support, a "pump stopped_aic failure" alarm occurred and the pump stopped. The automated impella controller (aic) was replaced and the pump was restarted. Support continued.

Manufacturer narrative:
The investigation of temporary pump stop has been completed. The impella device was not returned for evaluation. The clinical details state that "a pump stopped- controller failure" alarm occurred and the pump stopped. After replacing the aic, the alarm was cleared and the pump restarted. The pump ran with no issues for the remainder of the case. The data logs show that the pump stopped with a controller failure alarm about 280 hours into support. There were no changes in placement signal (ps), motor current, flow or purge pressure during/before this pump stop occurred. The pump was stated to have been stable and ran for 21 more days. Upon review of data logs, it is apparent that the console may be a potential cause of this pump stop, as there was no problem found with the pump. Please refer to manufacturer device report 1220648-2025-29194 for investigation results of the console. D6b explant date was added h6 component code 765 was erroneously entered on the initial manufacturer device report number 1220648-2025-29205.